Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported a false positive result with ID now covid-19 assay on nasopharyngeal on (B)(6) 2023. The customer received a positive result with ID now covid-19 assay on (B)(6) 2023. A confirmatory test (pcr) was performed on (B)(6) 2023 and generated a negative result. The customer confirmed there was no patient harm due to the test results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use.

Event description:
The customer reported a false positive result with ID now covid-19 assay on nasopharyngeal on (B)(6) 2023. The customer received a positive result with ID now covid-19 assay on (B)(6) 2023. A confirmatory test (pcr) was performed on (B)(6) 2023 and generated a negative result. The customer confirmed there was no patient harm due to the test results. No additional patient information, including treatment and outcome, was provided.